Event description:
It was reported that this right ventricular (rv) lead delivered three shocks for ventricular fibrillation (vf) however these shocks were unable to convert the rhythm. The rhythm converted after the fourth shock. Technical services (ts) reviewed all measurements, and they were all within normal limits. This rv lead remains in service. No additional adverse patient effects were reported.